Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance on this right ventricular (rv) lead. The patient was further evaluated in the clinic and shock lead impedances were reported to be 50 ohms. Lead measurements were normal and stable. Technical services discussed troubleshooting options. At this time the physician has elected to continue to monitor this patient. No adverse patient effects were reported.